Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the patient experienced non sustained right ventricular oversensing due to post paced t wave oversensing. No programming changes were made during check up on (B)(6) 2017. The patient was in stable condition.